Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, as a proactive measure reseated the workstation pcbs and checked cables. The system was found to be working as intended and placed back into service.

Event description:
It was reported that intermittently the 9800 system c-arm is not fluoroing and comes up with bad images. There was no report of pt injury.